Event description:
Caller reported potential false negative urine hcg pregnancy test on a patient. A urine pregnancy test was run on a (B) (6) female patient whose last menstrual period was (B) (6) 2009. The urine hcg test gave negative results. Pregnancy was confirmed using a quantitative blood test, but actual values were not provided. No other medical conditions are known for this patient.

Manufacturer narrative:
Investigation: control lot: 25miu/ml hcg urine lot: hcg090617-01; 100miu/ml hcg urine lot: hcg090521-01; 284.1iu/ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. The 100miu/ml and 284.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required as no product deficiency was established.